Manufacturer narrative:
D10: 01-030-01-0756 - alt cup clstr g7 sz 56: (B)(6), 01-030-40-0736 - alt xle lnr ntrl g7 36: (B)(6), 170-36-03 - biolox delta feml head 36mm od, +3.5mm: (B)(6), 190-31-08 - alt ha s clr ext sz 8: (B)(6); the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the right side. Subsequently, the patient experienced pain. As a result, the patient was told to improve sleep and was prescribed nonsteroidal anti-inflammatory twice daily for two weeks. After two weeks, patient came back with full relief from pain that caused the appointment to be made. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings, investigation conclusions). The reason for the clinical symptom of pain reported cannot be conclusively determined but may be related to infection, component loosening, instability, osteolysis, impingement, bone fracture, other patient-related conditions, or a combination of these. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.